Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient experienced generator migration and was scheduled for repositioning surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent a pocket revision and once the generator was interrogated during surgery it was found to be at eos=yes (pulse disabled), so the generator was replaced. It was noted that the surgeon was using electrocautery during the pocket revision, which likely hit the generator causing the battery to go from 75-100% to eos=yes (pulse disabled). The explanted generator was discarded.